Event description:
It was reported that the patients implantable pulse generator (ipg) had migrated which was confirmed through imaging. The patient was having difficulty charging due to migration. The patient underwent a procedure wherein the ipg was repositioned and the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.